Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Attempts to obtain additional info have been made. No new info has been received. (B)(4).

Event description:
An optometrist reported that a pt underwent bilateral prk (photo refractive keratectomy) enhancement. The pt has had dry eyes since the enhancement. Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.